Event description:
It was reported by the hospital that the stent ((B)(4)) was stuck at the proximal hub of the prowler microcatheter (details unknown). The enterprise stent will be returned for analysis.

Manufacturer narrative:
It was reported by the hospital that the stent ((B)(4)) was stuck at the proximal hub of the prowler microcatheter (details unknown). The enterprise stent will be returned for analysis. (B)(4). (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of lot 10440087. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. One non-sterile enterprise delivery wire was received coiled inside a plastic bag along with the enterprise stent and the involved prowler. Per visual analysis it was noticed that the distal tip of the delivery wire was received separated and the distal fractured part was not received for analysis. Also the prowler was received separated in two pieces at 4.5cm from proximal end and the stent was received inside of the prowler device at the separated section. The enterprise was inspected under microscope and the fracture was confirmed also sem analysis was performed with the following results: sem results showed that the delivery wire presented evidence of partial cutting and ductile dimples. Ductile dimples are related to pulling / stretching events until separation. No other anomalies found during sem analysis (see sem analysis results for details). Also the received stent was inspected and no damages were found. The functional analysis could not be performed since the stent was received out of its original position and inserted inside of the received prowler that was received separated in two pieces. The reported event by the customer as "delivery wire- impeded" was confirmed since the stent was received inside of the received prowler at the separated section. The root cause of this failure could not be conclusively determine since functional test could not be performed due that the stent was received out of its original position and since the prowler was received separated in two pieces. However, it does not appear to be manufacturing related. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. Therefore no actions will be taken at this time. The root cause of the separated tip of the delivery wire could not be determined during the analysis, however, it does not appears to be manufacturing related since the sem results showed that the delivery wire presented evidence of partial cutting and ductile dimples. Ductile dimples are related to pulling / stretching events until separation, its very likely that procedural and handling factors may hay have contributed to the separation found. Therefore no actions will be taken at this time. This is 1 of 2 reports associated with complaint (B)(4). This is an initial/final report. (B)(4). Concomitant medical products and therapy dates: prowler microcatheter (details unknown).